Event description:
It was reported that during the implant procedure, the pulse generator setscrew septum became detached from the device header upon removal of the wrench from the setscrew port. The device was not used and replaced. No patient complications occurred during the procedure.